Event description:
It was reported that the system had an intermittent loss of live image, thus making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicatd. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.